Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 402 mg/dl. The customer reported that they treated the high blood glucose with the insulin pump. The customer's blood glucose was 163 mg/dl at the time of call. The customer also reported that the insulin pump would shut off without warning. The customer performed troubleshooting. The customer stated that they do not feel comfortable using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, operating currents, unexpected restart error test, self test and off no power. Device inspected and the battery tube connector plugged in properly. Device was monitored and no blank display and no low battery alarm noted. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address number label.